Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. It is likely that the stent was unable to fully expand to the diameter of 5.5 mm resulting in elongation and deployment into the introducer sheath. It should be noted that the supera instruction for use (IFU) states that the recommended pre-dilatation diameter for a 5.5 mm stent is to use a balloon diameter greater than 5.5 mm. In this case, it is likely that inadequate pre-dilatation of the target vessel as instructed in the IFU contributed to the reported difficulties. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported difficulties were user related. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a calcified lesion in the right superficial femoral artery (sfa). Atherectomy was performed and the lesion was pre-dilated with a 5.0mm balloon catheter which is below the recommended pre-dilatation size balloon of greater than 5.5mm. A 5.0x120mm supera stent was deployed in the popliteal artery. An attempt was made to deploy a 5.5x120mm supera stent above the other supera stent; however during deployment, the stent elongated into the 6x100mm sheath. The physician locked the deployment lock and attempted to retract the device however the stent backed out and was partially sticking out of the femoral access site. The sheath was cut in half and the supera stent was removed with clamps. Another 6fr sheath was placed and another 5.5x150mm supera stent was deployed in the target lesion to complete the procedure. Although this issue caused a delay in the procedure, the delay did not result in adverse patient sequelae. No additional information was provided.